Event description:
At this time, I was using a medtronic 780g upgraded from 770 with software. I flew to nigeria (B)(6) airport. I had some problems with keeping my blood glucose at a consistent level. When the plane landed in nigeria, I checked my glucose it was at a 75. I knew I needed to get something to raise my bg (blood glucose) and I thought I would be able to get through customs, meet my friend and get food. I never made it to customs because the heat and low bg caused me to become very dizzy at the top of the escalator. I lost my balance and fell to the bottom of the escalator. There was an emt (emergency medical technician) there helping me and I got to a clinic and then was transferred to a teaching hospital in (B)(6). I got 17 stitches in my forehead and around to my left ear. I don't know if this is the same problem you have found and I have a new 780 g pump now. I have only had this new pump for about 2.5 to 3 months and I am not sure it is working correctly. I will be contacting medtronic in the next day or so. I am still having a lot of nerve damage in my scalp and for head from the fall. It is causing me some anxiety with worry about falling again. I avoid stairs if I can and I never use the escalators.